Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisoft biomesh is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt experienced significant mental and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Mesh erosion with revisions, moderate cystocele, stress urinary incontinence, symptomatic pelvic relaxation, vaginal discharge, bleeding, postoperative urinary tract infection, second degree cystocele and rectocele, moderate vault prolapse, uv angle hypermobility, rectum and vaginal pain, granulation tissue frozen with cryogun, dysuria, frequency and urgency.